Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in progress. Upon completion of the investigation; a follow up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard health received a report from (B)(6) stating the jejunal enteral feeding tube balloon burst. The device was in use for two weeks prior to the incident. No additional information was provided in regards to the patient's status. Additional information has been requested but not yet received.